Event description:
It was reported, the subject device had concealed breaks in the cable wires. The issue occurred during preparation for a diagnostic sinoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, it was returned to the repair facility where a visual and functional inspection was conducted. The customer allegation was confirmed. Additionally, image abnormality was observed. Based on the results of the investigation, the camera cable was damaged, which may have caused the internal charged coupled device to malfunction. Therefore, olympus assumed that normal communication was not possible, leading to the occurrence of the image abnormality. The cause of the image abnormality could not be identified based on the information obtained from this complaint and the results of the investigation. A definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.